Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue surgery at this time and will remain a non user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues. The recipient is reportedly a non user of the device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.